Event description:
The tubing separated; subsequently, blood loss was noted. The tubing set was connected to the pt's IV access device. An unspecified hydration fluid was infusing via gravity. The ER nurse noted that upon the pt's return from the radiology department following a CT scan without contrast, the tubing was "in two pieces." The tubing "came apart near the port" and the section that was connected to the pt's IV access device was clamped. The pt reportedly experienced "minimal blood loss." The tubing set was replaced and infusion was resumed. There were no reported adverse pt effects. No medical interventions were required.